Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records/radiographs identified the following: pain 7/10 trochanter & buttock are severe, pain occurs with first steps and then gets better; taking otc nsaids daily; no limp, no cane, increased adls, walks 6 blocks; satisfaction : neutral; health state rated at 87 out of 100 being best possible; no adverse events reported to date if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 110024460 g7 dual mobility liner 36mm 778940, 163651 22.2mm dia cocr mod hd std nk 745430, 51-101070 tprlc 133 fp type1 pps ho 7.0 t1 6268317, 110010241 g7 osseoti 3 hole shell 46mm 3791390. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 05571 liner, 0001825034 - 2019 - 05573 head, 0001825034 - 2019 - 05574 taper, 0001825034 - 2019 - 05575 shell.

Event description:
A study patient had an initial left tha and subsequently, at the one year follow up visit patient reports severe trochanter and buttock pain, with an overall pain level of 7 out of 10. The patient takes over the counter nsaids daily. Other clinical measures such as adls and rom have either improved or remained within normal limits compared to preop. Attempts were made to obtain additional information; however, none was available.